Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedances, measuring greater than 3000 ohms. It was noted that noise was reproduced with isometrics and the lead was fractured. Subsequently, a revision procedure was performed. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated the noise on the ra lead was oversensed which resulted in pacing inhibition. The patient didn't experience asystole. No additional adverse patient effects were reported.